Event description:
The customer reported that while the pt was under general anesthesia during the removal of osteosynthesis material, there was a fire. After cleaning the surgical site with iodized alcohol, they started using electrocautery device connected to the force-fx generator. This produced a spark that ignited an elastic bandage tourniquet that was in use and produced a 2nd degree burn covering approx one third of the pt's right arm. The burn was initially covered with gauze and tegaderm, next the physician ordered the burn covered with gauze with petrolate for a week. The pt is no longer under treatment and is reported as ok. The pencil was not a valleylab product.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.